Manufacturer narrative:
Retention devices for the reported lot were tested with qc cut-off (25miu/ml) and medium positive standard (100miu/ml). All devices were read at 3 minutes and yielded expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Case details indicate the urine samples were collected at (B)(6) on (B)(6) 2019 and (B)(6) on (B)(6) 2019. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected,a first morning urine specimen should be collected 48 hours later and tested.this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented with bleeding in early pregnancy. The patient's urine was tested on the cardinal health rapid test hcg cassette and received a negative result. Bloodwork was performed and produced a beta quant result of 108 miu/ml. The next day on (B)(6) 2019, the a new urine sample was collected and tested on the cardinal health rapid test hcg cassette and produced a negative result. Bloodwork was then performed and produced a beta quant result of 55 miu/ml. There was no delay or harm to the patient and the patient was not treated based on the rapid result. Troubleshooting was conducted with the customer.